Event description:
Customer reports receiving a false positive result a couple months prior to (B)(6) 2022 using the cue covid-19 test for home and over the counter (otc) use (cartridge sn, lot number, reader sn not provided). Exact date of testing not provided. No further information provided regarding false positive event. Customer also received a false positive result for their nanny. See case (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided limited information regarding the suspected false positive tests. Investigation could not be completed due to lack of information. Lot number, reader serial number or cartridge serial number were not provided.